Event description:
It was reported in an article reported in the literature- "recovery" vena cava filter: experience in 96 patients, that the arm of the filter was seen protruding into the liver of a patient. The patient was asymptomatic.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The filter was not returned for evaluation. It is unknown if patient or procedural factors contributed to this event. The results of the investigation are inconclusive and the root cause is unknown. The information for use of this device states: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: perforation or other acute or chronic damage of the ivc wall.